Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found water tightness was lost due to pinhole on bending section cover and due to deformation of upward/downward and right/left angulation control knob; water tightness was lost due to cut on connecting tube; the specified resolving power was not obtained, image has black dots due to damage on charged coupled device unit; light guide lens had chipped; knob wire was completely cut off; plastic distal end cover had a dent; adhesive on bending section cover was detached; connecting tube had a scratch; the paly of upward/downward angulation control knob was out of standard value due to wear of angle wire; grip, scope cover, universal cord, light guide cover glass had a scratch; suction cylinder was shaved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope elevator wire was broken. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, foreign object was found below the forceps elevator after plastic distal end cover removal. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been over 5 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the foreign material may not have been removed because reprocessing could not be conducted properly due to leaks from the rubber covering, the right/left control knob, and in the insertion section. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in evis exera ii tjf type q180v operation manual. Chapter 3 preparation and inspection. The IFU states the preventative measures in evis exera ii tjf type q180v reprocessing. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.